Event description:
It was reported that the right ventricular lead exhibited noise; multiple noise reversion episodes were recorded. The noise could not be reproduced with provocative arm movement or pocket manipulation. The lead remained implanted and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.